Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level was 271 mg/dl with ketones. The customer indicated that the high bg level would cause bodily injury, but declined to specify if this event caused any specific injury. After the customer changed the cartridge and infusion set, multiple boluses were delivered and the bg level was "ok" at the time tandem customer technical support (cts) was contacted. As the supplies to the pump had been changed prior to contacting cts, troubleshooting to determine a possible cause of the occlusion was unable to be performed.